Event description:
It was reported that this inflatable penile prosthesis was removed as the reservoir had migrated from the inguinal ring pocket under the transversalis fascia to outside of inguinal ring pocket above fascia. The patient could palpate and feel the reservoir. The patient was not able to effectively access the pump in the scrotum due to a placement issue. A new inflatable penile prosthesis was implanted. No patient complications were reported.